Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone at an unknown concentration and dosage for non-malignant pain and lumbar radiculopathy. On (B)(6) 2016, it was reported that the patient heard a faint alarm sounding from their pump every 4 to 5 hours. The alarm was described as a single tone alarm. The patient indicated that there had been no extenuating circumstances leading to the pump alarm. The alarm was checked by the patient's pain management health care provider. A pump replacement procedure was planned for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.